Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was also noted that the device passed functional testing. There was no dirt on the flexible tape contacts but the contacts were cleaned during servicing. (B)(4).

Event description:
It was reported that during use of the external pulse generator (epg), the atrial cable was intentionally disconnected. Then when the atrial cable was reconnected the light for atrial sensitivity did not turn on even though sensing was being performed. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.